Manufacturer narrative:
(B)(4) examiner's office has been contacted several times to return the suspect unit to summit medical. As of date, no product has been returned. Will provide add'l info when product is returned and evaluated.

Event description:
(B)(6) from the (B)(6) examiners office called on (B)(6) 2009. She stated that a person had expired and that our pump (ambit pca) was on the pt at the time of death. Cause of death is unk at this time. (B)(6) stated that she was in the process of the examination but wanted to send the pump back for an evaluation.